Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-54693.

Event description:
The customer reported via telephone call that the blood glucose had run high. The insulin pump passed the self test. The customer was treating with manual injections. The blood glucose reading was 300 mg/dl. The insulin pump had alarmed for no delivery. The alarm was a past event which was resolved with a set change.